Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's ipg was not holding its charge. The patient underwent ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.